Manufacturer narrative:
One photo was submitted for review. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation inserter from tubing with lot #8208729 regarding item #383536. DHR review was performed on lot number 8208729. The lot number was built/packaged on nfa line 2 from 30jul18 thru 08aug18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed (B)(4) (extension tubing bond strength oos) was initiated during the build of this lot that could impact the outcome of the quality of the product relevant to the defect stated in the pir. (B)(4) (foreign), (B)(4) (foreign), (B)(4) (difficult retraction), (B)(4) (incomplete seal) and (B)(4) (suspect splice tape top web) were also initiated during the build of this lot number. The review of the submitted photo displayed the package top web (label) with the bd logo, ref no., description, lot number and the expiration date. There was also a not written on the top web ¿tubing separated from hub¿ with an arrow pointing to the area with a circle. Probable root cause for this incident is indeterminate. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd nexiva closed IV catheter system with dual port exhibited tubing separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port exhibited tubing separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date received by manufacturer: 10/22/2018.

Event description:
It was reported that bd nexiva closed IV catheter system with dual port exhibited tubing separation. No serious injury or medical intervention was reported.